Event description:
Labor pain and hysterectomy; I received the novasure procedure (endometrial ablation) in (B)(6) 2019 to reduce heavy periods. My period continued at the same level after the procedure. Then in (B)(6) 2020 I began experiencing labor-like pain with my period. Each month the pain got worse and lasted longer - staring with about 12 hours of pain in (B)(6) 2020, growing to 24 hours by (B)(6) 2020 and 36 hours in (B)(6) 2020. The pain did not respond to pain medication, including prescription pain medication. To treat the pain I had a hysterectomy on (B)(6) 2020. I did not require anything but over-the-counter pain medication after the surgery - because the pain of having an organ removed was nothing compared to the pain I experienced during my period over the previous six months. The pathology tests of my removed uterus showed adenomyosis. There is no other explanation for the extreme pain other than the novasure procedure. I am a 100% healthy individual that did not have pain prior to the novasure procedure and I did not have any other medical reason for the pain appearing. I had the novasure procedure done to reduce heavy periods. Instead I ended up with horrible pain that changed my quality of life. The novasure procedure should be revisited by the FDA. No one should have to endure the type of pain I went through. FDA safety report ID# (B)(4).